Manufacturer narrative:
The device was received by nuvasive and the complaint was confirmed. Examination of the returned core found several with the tips deformed or broken off. The core was attached to a 7165100 inserter and confirmed it was unable to be distracted however, while applying pressure to the core and jiggling the adjuster knob the jam was freed up and the device distracted and retracted as designed. The damage and functionality observed is consistent with known failure mode where the inserter is attached and turned backwards past the starting point with force or the core is expanded the retracted with force. Once the core is reduced to its minimum height the gear sleeve stops rotating, if the inserter knob continues to be rotated the engaging inserter gear is forced past the first teeth on the core and snaps them off or smashes them down disallowing proper engage for expansion, jamming the expansion sleeve. The device was sent to distribution to be dispositioned for scrap. Manufacturing review: review of the device history records of all devices notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "pre-operative warnings 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient" . "All components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur" . "Warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. "Step 4 implant expansion: spin the teardrop handle clockwise to expand the implant (fig. 14). Monitor implant expansion under fluoroscopy (fig. 14a) and note when the implant has reached full expansion. This also may be monitored by following the translation of the threads of the inner core as they advance upward through the central aperture of the outer core. Once all of the threads have advanced to the top of the central aperture, the implant has likely reached maximum expansion. A positive stop will be felt when the core is fully expanded. In collapsed spaces or for increased control during implant expansion, attach the counter-torque handle onto the inserter (fig. 15). Note: once the core is either in its fully compressed or fully expanded state, do not continue to rotate the teardrop handle. Over-expanding or over-compressing may result in implant stripping" 9500968 c.

Event description:
Scrub tech broke expansion mechanism in core and will not expand from starting height when placed in the patient.